Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the brake was defective. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation fouond the following: the plastic distal end cover was cracked, the forceps elevator knob was deformed, the grip had a scratch, the air/water cylinder and suction cylinder had no color, due to dirt on objective lens the image had a stain, and due to wear of the angle wire the bending angle in the up direction did not meet the standard value. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.